Event description:
It was reported that the device was at eri (elective replacement indicator) battery voltage while still in the box likely due to multiple full charges because detection was previously enabled. The device was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The battery was depleted. Review of device performance data showed that ventricular fibrillation detection was turned on while the device was still in the field. As a result, the device had over 1,500 seconds of cumulative charge time.